Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact observed multiple override bolus requests on the customer's pump data logs. During troubleshooting with tandem technical support, the pump data logs were reviewed and showed that on multiple event dates, the suggested values by the pump had been overridden by the user to a larger bolus value. Additionally, the data logs showed that the override requests had been manually entered by the user. Reportedly, the contact was unable to recall the customer's blood glucose (bg) values; however, the bolus requests had been programmed for bg values ranging from 238-419 (mg/dl). During a follow-up call on (B)(6) 2017, the contact acknowledged that after discussing the reported issue with the customer, the override requests had no longer occurred, and the bolus requests appeared to have been entered into the pump by the customer.